Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments and no anomalies were found, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant,the right ventricular lead was not able to get anchorage with passive fixation. The lead was not used and an active fixation lead was used to complete the procedure. No patient complications have been reported as a result of this event.